Event description:
The customer stated that, the hinge on the cap is broken on the axsym troponin-I adv reagent which causes it to be unusable. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.